Event description:
It was reported that the button on the bd insyte¿ autoguard¿ shielded IV catheter had to be removed from the patient's arm in the ER. The following information was provided by the initial reporter: **per customer patient had to go to the ER because the catheter was dislodged in her left forearm

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the button on the bd insyte¿ autoguard¿ shielded IV catheter had to be removed from the patient's arm in the ER. The following information was provided by the initial reporter: per customer patient had to go to the ER because the catheter was dislodged in her left forearm.